Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch with a high number of low impedance counts. The lead remains in use. No patient complications have been reported as a result of this event.